Event description:
The pt received a palmaz genesis to the inferior mesenteric artery (ima). Approx four months after the procedure, a follow up duplex ultrasound revealed stent restenosis. The next day, upon angiography of the ima, the stent was found fractured. The following day, the pt was restented. No further info is available. This product is not available for analysis.

Manufacturer narrative:
This product is not available for analysis as stated. Additional information has been requested and will be provided within 30 days of receipt.